Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a burn-like irritation under the lifevest. The patient's physician recommended that the patient remove the lifevest and use hydrocortisone cream on the irritation. Follow-up indicated that the irritation was healing.